Event description:
The customer reported that she was hospitalized for low blood glucose levels, with a reading of 29 mg/dl. The customer stated that she didn't have much to eat the night prior to the event. The customer's blood glucose levels were 136 mg/dl at bedtime, but her granddaughter heard her moaning during the night, and found her unconscious. During the call, the customer asked for assistance changing the basal rate per her doctor's instructions. Also found that the time was an hour off. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.